Event description:
Healthcare professional reports results higher than reference with protime micrcoagulation system. On (B)(6) 2011 the pt started low molecular weight heparin. Inr result on (B)(6) 2011 was 2.0. The lab sample 30 mins later generated inr 1.4. Pt's therapeutic range was not provided. This event occurred outside the united states during the course of a (B)(4) study. The protime package insert indicates in the "limitations" section that "results may be affected in pts receiving heparin or who have an abnormal response to heparin". No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Device has been requested. No product received. Device history record was reviewed. No ncmrs, complaint trends or related CAPA identified. Record evaluation completed. Product met release criteria. Complaint could not be confirmed. Itc has requested all data required for form 3500a.